Event description:
During a coronary artery drug eluting stenting treatment procedure there was stent damage. The physician attempted to treat a lesion with a 3.0x32mm taxus express2 drug eluting stent, but was having difficulty crossing the lesion. Upon removal of the stent, the physician notice that the stent was bent upwards. The procedure was completed using another taxus express2 stent of the same size. There were no patient complications reported. The patient was reported in good condition.